Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel displaying was blacking out occasionally during testing without any alarms. After removing and reconnecting the cables, the unit was run for four days without any issues. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the front panel buttons on his olympus high flow insufflation unit were failing during preparation for a radical resection of the rectal cancer procedure. According to the initial reporter, the intended procedure was completed without any patient harm using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the front panel buttons worked. However, it¿s likely the front panel goes black due to a faulty light source cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.